Event description:
It was reported that post implant of a realize band, on (B)(6), 2010 the patient was sent for a CT scan due to some urology issues and it was found that the tubing was disconnected from the port. On (B)(6), 2010 the surgeon trimmed off some of the tubing and reconnected the tubing to the same port with no complications. There was no patient consequence.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Band remains implanted.